Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient experienced pocket heating at the pocket site. The patient also reported feeling pain and a steady loss of coverage and stimulation. A surgical intervention is pending to resolve the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.